Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients family member, that during implant of a leadless implantable pulse generator (ipg), the patient developed a femoral arteriovenous fistula and a pseudoaneurysm. Repair surgery was conducted the following day the patient was unconscious, restless and irritable and the subsequently post repair surgery, the patient was transferred from the intensive care unit (ICU) to the general ward the leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.